Event description:
It was reported that during a hand assisted colectomy, the membrane between the lower ring and the middle ring broke after the surgeon had used the device for 20 minutes. There was no patient consequence.